Manufacturer narrative:
The meter cannot be evaluated since the pt discarded it. The pt also did not have test strips with her to provide a lot number.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's), documentation. On 08/10/2009, the pt/layperson reported that she had dropped her meter on a tile floor around 11:20 pm two days prior to report. When she turned on the meter after dropping it, the display was damaged and allegedly, the meter turned off during use. Because she had discarded the meter, allegedly a onetouch ultra, the pt was unable to supply its serial number or troubleshoot with the cca. The pt, whose daily diabetes regime is oral medication, alleged that the next morning (9:45 am) she was cold, shaky, tired, anxious, and "just didn't feel well." The pt self treated with food and or drink to alleviate the symptoms. This complaint is reported due to the symptoms had developed after the alleged power issue began. The cca replaced the meter, test strips, and control solution.